Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a pad burn. A radiofrequency ablation procedure was performed using a rf3000 radiofrequency generator. Post procedure a reddening burn was observed on the right leg. The patient stayed overnight for pain management and was released without further complications.